Event description:
Reportable based on additional information received on 06 nov 2024. It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the ivus catheter became kinked and twisted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was twisted.